Event description:
It was reported that the customer received a pump alarm while sleeping and pumping was suspended. Reportedly, the customer had last interacted with the pump 12 hours before the alarm. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.